Event description:
It was reported that the hex driver (rhd2.5) does not engage into the implant fixture mount. They were able to complete the surgery with a hand driver.

Manufacturer narrative:
After additional information was received on october 27, 2017, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806-2017-00566 submitted on aug 28, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event.